Manufacturer narrative:
(B)(4) has been initiated to address the guidewire detachment issue. The CAPA will document the root causes identified and the corrective actions taken to address the issue. Field action is required, product will be recalled.

Event description:
During placement of a drainage catheter, the operator found the distal coil of the 0.018¿ guidewire was detached.